Event description:
It was reported that the pump and catheter were replaced. Patient had experienced some withdrawal symptoms a couple weeks prior to the revision (date not known) especially nausea and increased pain. A dye study was attempted at a local hospital. The dye study was not completed because csf (cerebrospinal fluid) was not aspirated from the cap (catheter access port) on the pump. During dissection of the catheter at the anchoring site, it was apparent that the catheter was partially fractured and became completely fractured after further dissection. The catheter was fractured between the anchor and entry site into the intrathecal space. Following replacement patient was experiencing adequate pain relief with the new pump as of (B)(6) 2012. The patient was on 8mg/day morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, lot# j0039935r, implanted: 2001 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis of the pump revealed no anomaly; normal device function. The catheter was not returned.